Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall on two occasions. It was further reported that the right ventricular (rv) lead had become dislodged and exhibited no sensing and no capture. The rv was explanted and replaced in use. No further patient complications have been reported as a result of this event.